Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined through this investigation. The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system instructions for use, rev. C contains the following information: lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Contains information regarding recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the emergency department on (B)(6) 2022 for a nose bleed from both nostrils. The nose bleed lasted for 3 hours. They were treated with rhino rockets and had their nose cauterized. Their international normalized ratio (inr) was 1.5. On (B)(6) 2022 the patient was discharged home.